Event description:
It was reported that during a hals nephrectomy procedure, the first was clip malformed which caused the clip to slip out from vessel. Thus, the surgeon replaced to new device and applied clips. And then, with the second device, the jaw did not hold the clip firm after reloading and clip was dropped out of jaw before firing. Thus, the surgeon replaced the device the second time and the vessels were torn off after firings. Replaced to other clips. Surgery was prolonged two hours. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.